Event description:
This report concerns subject (B)(4), (B)(6) caucasian male who was enrolled in (B)(6) in the treatment of patients with unresectable hepatocellular carcinoma (hcc)". On (B)(6) 2014, the patient commenced treatment with randomized therasphere 122 gy on right lobe. On (B)(6) 2014, the patient was radio-embolized with a second therasphere dose of 142 gy on left lobe for the treatment of unresectable hepatocellular carcinoma. The subject started sorafenib therapy per protocol (nexavar oral tablet daily 800 mg) on (B)(6) 2014 and ended on (B)(6) 2014. Administration of sorafenib was discontinued due adverse event of "encephalopathy" related to disease under study. The subject's relevant medical history included hepatocellular carcinoma. Concomitant medications included clopidogrel for carotid atheroma, telmisartan, nifedipine, and hydrochlorthiazide for hypertension. On (B)(6)2014, approx six months after right lobe treatment with the study device and 5 months after left lobe treatment and two months after discontinuation of sorafenib treatment, the patient had fever of 39 degree celsius (c). On (B)(6) 2014, the pt was admitted to the local hospital with fever of 39 degree celsius at ctcae grade during the hospitalization (date unk), a CT (computed tomography) scan was performed which showed beginning of dilatation of bile duct at the bifurcation and was diagnosed as acute cholangitis, however no jaundice or right upper quadrant pain was documented. Ciprofloxacin 600 mg twice a day oral, from (B)(6) 2014 to (B)(6) 2014) and metronidazole (500 mg three times daily oral, from (B)(6) 2014 to (B)(6) 2014) were administered for treatment of the event. On (B)(6) 2014, laboratory findings included crp (c-reactive protein) 10.4 mg/l, neutrophils 9.1 xl0e9 , ast 63 u/l (aspartate aminotransferase), alt (alanine transaminase) 50 u/l, ggt (gamma-glutamil-tranferase) 418 u/l alkaline phosphatase (pal) 248 u/l , total bilirubin 130 mcmol/l , direct bilirubin 106 mcmol . The normal ranges of the laboratory findings were not reported. On (B)(6) 2014, control laboratory findings showed improved results, ggt 230 u/l, pal 222 u/l, total bilirubin 48 mcmol/l, direct bilirubin 30 mcmol/l. On (B)(6) 2014 the patient recovered from the event of 'acute cholangitis and was discharged from the hospital on the same date. The subject continued participation in the study. The investigator assessed the event of acute cholangitis as grade-3 (severe) in intensity, serious due to hospitalization; and probably related to the study device, not related to device procedure, not related to pre­ existing condition standard of care sorafenib, or other. The company agreed with the investigator's assessment that the event is serious due to hospitalization. The company disagreed with the investigator's causality assessment considering the event unlikely related to the device, taking into consideration that the event occurred over five months after therasphere treatment and no documentation was available for constriction of biliary ducts. Additionally, relationship to sorafenib cannot be completely excluded, even if sorafenib was stopped almost two months before the event, thus the event is possibly related to sorafenib. Cholangitis is a known complication of sorafenib, listed in the prescribing information. Acute cholangitis is not included in the current investigational brochure, hence it was considered unanticipated event. Follow up information was received on (B)(6)2014, in which the event verbatim term was updated from 'fever' to 'acute cholangitis'; information regarding medication treatment and resolution date were provided and causality assessment was changed from 'unrelated' to 'probably related' to device, hence case was upgraded to unexpected serious adverse device effect. The above narrative has been updated with the follow up information. Additional information for the event of acute cholangitis is anticipated. A total of 60 subjects underwent therasphere treatment while enrolled in 3 ongoing clinical trials ((B)(6)). The patients received total of 84 administrations of therasphere. There were no reports of adverse events consistent with a diagnosis of acute cholangitis during these trials. There was only 1 report of non-serious event associated with chronic cholecystitis in (B)(6). Ide provides one case of radiation cholecystitis. There were no reports of chronic cholangitis, biliary stricture, biliary necrosis or liver abscess. Additionally, a literature search revealed cholangitis as an infrequent adverse event associate with transarterial liver radioembolization (1, 2). Given these reports, a relationship between the use of the therasphere and the patient's development of acute cholangitis 6 months after the treatment seems unlikely, but it cannot be completely excluded. Bacterial infection seems to be a potential factor contributing to the event. An alternative cause of the event is sorafenib treatment, which was stopped approximately 12 weeks prior to the event ss nq, sc yu, pb lai, wy lau; biliary complications associated with selective internal radiation (sir) therapy for unresectable liver malignancies; dig dis sci. 2008 oct;53(10):2813-7. Doi: 10.1007/s10620-008-0222- epub 2008 mar 5. B atassi, ak bangash, rj lewandowski et al.: biliary sequelae following radioembolization with yttrium-90 microspheres; j vase interv radial 2008, 9:691-697. Nexavar prescribing information. (B)(4).

Manufacturer narrative:
Lot# 4990057.